Event description:
An elevate posterior device was implanted. It was reported that the patient had "erosion" of the device. Additional information received indicates that on (B)(6) 2011, the patient had "sigmoidoscopy mesh excision and division of the elevate posterior mesh compressing rectum."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.